Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
The end-user reported that on (B)(6) 2025 they experienced severe hypoglycemia with the lowest recorded blood glucose of 23 mg/dl after a meal announcement and eating a meal. The user was treated by emergency medical services with glucagon before transport to the emergency department. The user was treated and discharged the same day. No long-term health effects were reported.